Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 51-103150, item name: taperloc stem, lot number: 3971999. Item number: unknown, item name: unknown broach, lot number: unknown. Item number: 00625006525, item name: bone screw, lot number: 63663346. Item number: 00875706001, item name: shell with cluster holes, lot number: 63623763. Item number: 11-363661, item name: femoral head, lot number: 780740. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02178, 0001825034-2018-02179.

Event description:
It was reported during a hip arthroplasty the initial stem would not seat. A second stem was utilized and the second stem seated low. The surgeon broached to a larger size and the initial stem was implanted. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record for the stem identified no deviations or anomalies that would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.